Event description:
No new information.

Manufacturer narrative:
Correction product code section d2b. Correction common device name section d2a. Correction g4: 510k exempt. Conclusion of investigation: an event regarding thread damage involving a ge007-51 trial cup 51 was reported. The reported device is an serf product. Documentary investigation: the review of 125912005 did not reveal any anomalies. 73 units were manufactured by subcontractor cefimeca in 2021. The inspection report and certificate of conformity were checked and found to be compliant by the release department on january 26, 2022. Technical investigation: the ge007-51 test gauge was returned on 01/17/2024. The subject of the complaint is a ¿metal splinter.¿ after visual inspection, it was found that the thread is damaged and that a metal splinter is present inside the gauge. The ext007 handle screws into the thread of the ge007-51. The operator must have exerted unusual force because the thread of the gauge was damaged and the screw axis was not respected, which certainly caused a splinter. Finally, the template is held in place by the rounded side (outer side) to avoid interference when screwing in the ext007 handle. In conclusion, as the template's thread is damaged, the identified cause would be improper handling of the template with another instrument that would have exerted unusual force.

Event description:
Serf rc-23-0198 following a report of an aes by the technician during a thp operation (injury with a metal splinter from the trial cup), the operating theatre requested a deposit exchange for all the trial cups and the cup holder in the box. The references are given below: ge007-45 / ge007-47 / ge007-49 / ge007-51 / ge007-53 / / ge007-55 / ge007-57 / ge007-59 / ge007-61 / ext007.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.